Event description:
It was reported that the radiofrequency programmer head's cord was damaged. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a damaged cord, the head's cable was damaged in two places and the head failed all uplink amplitude tests and therefore the head's cable was replaced. Analysis also found that the head's rubber backing was missing and the label was therefore replaced, and that the head failed its e-field immunity amplitude test and therefore the head's lower case was replaced to repair. (B)(4).